Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the patient, a lead revision and a system replacement were discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the patient, a lead revision and a system replacement were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a defibrillation threshold (dft) test and a system revision were performed. The device was explanted and replaced. This lead remains in service.